Manufacturer narrative:
Product ID 377860, lot# v004741, implanted: 2006 (B)(6), explanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient had pain at the stimulator site and the stimulator had moved to the right upper buttock. Intervention included surgical revision. The event was resolved without sequelae and noted as related to the device or therapy and not related to the implant procedure.